Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced with an epicardial lead on (B)(6) 2015. The local biotronik representative did not know the reason for the replacement. The patient's following physician's office said that after the ICD gave an inappropriate shock, this lv lead was not working appropriately. Should additional information be received, this file will be updated.